Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that on (B)(6) 2013 the patient was admitted to the hospital with dka. The patient experienced the symptoms of vomiting, low back pain and tested positive for large amounts of ketones. The patient was admitted to ICU and treated intravenously with insulin. Prior to this event, the patient¿s mother had replaced the infusion site and infusion set and the insulin vial, but reported the patient¿s blood glucose levels remained elevated. Troubleshooting revealed all pump settings and programming were correct and the total basal/bolus doses given correctly matched those programmed. It was also determined the date in the pump was incorrect, off by one day, which could contribute to the incorrect basal rate being given if the patient had a weekend schedule programmed. The pump time was set correctly. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not programming the pump¿s date correctly. However, as the patient suffered symptoms of severe injury and was admitted to the hospital in dka while using the pump, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.